Manufacturer narrative:
(B)(4): a visible inspection of the cartridge compartment threads on the returned pump were found to be fully intact. No issues were found when attaching the returned cartridge cap to the returned pump. Daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Investigators were unable to confirm or duplicate the complaint during the investigation.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that his blood glucose (bg) dropped to 28 mg/dl after he tightened the cartridge cap onto the insulin cartridge while he was attached to the pump. The patient stated that he was at the doctor's office when this happened. The patient was reportedly treated at the doctor's office with an injection of glucagon, monitored by the doctor, and then returned home. The patient reported that the cartridge cap had been loosening from the pump and causing loss of prime. The patient stated that he received the pump last week. During troubleshooting with customer support, the patient could not find any damage to the cartridge cap or the pump. The patient reported that once last week, he tightened the cartridge while connected, but could not recall the exact date. The patient reportedly receiving a loss of prime warning prior to noticing the cartridge cap was loose. The patient was advised by customer support to discontinue insulin pump therapy and begin on a backup plan until the cartridge cap can be replaced. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy after failing to disconnect from the insulin pump prior to tightening the cartridge cap as instructed in the owner's guide.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.